Event description:
It was reported by the customer that the top piece of the micro oscillating saw broke off during cleaning. As the event was found during cleaning, there was no procedure associated with this event; there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The technician confirmed the reported damage, noting that the link was damaged. Damage to this component can cause disassembly of the blade mount assembly. The device was repaired and returned to the customer.

Event description:
It was reported by the customer that the top piece of the micro oscillating saw broke off during cleaning. As the event was found during cleaning, there was no procedure associated with this event; there was no patient involvement, no delay, no medical intervention, and no adverse consequences.